Event description:
It was reported that the pump battery could not be charged and that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer to rely on alternate method of insulin therapy if pump battery depletes.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.